Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039492) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer went in for placement check and both coils were out of place. One coil was not seen on scan. Both coils and tubes were removed. Reporter informed the date (B)(4) 2014, however did not specify it. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4) final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, went in for placement check and both coils were out of place/ one coil was not seen on scan. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the exact location of the device was not reported. However, despite the scarce information, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the reported surgical intervention (both coils and tubes were removed). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.